Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported results within ten minutes on (B)(6) 2017 using the same finger. A 19.9 mmol/l, 5.6 mmol/l, 5.6 mmol/l. No adverse event alleged. A request was made for the return of the meter and strips.